Manufacturer narrative:
Follow-up #1 date of submission 06/24/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 06/08/2015 with the following findings: a review of the pump black box data showed a power loss following a 128 replace battery alarm. The pump powered on with the returned battery cap. The battery cap was able to tighten securely to the pump, however, the coin slot on the top of the cap was damaged, making it difficult to remove. The battery compartment was observed to be intact; no cracks were observed. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms occurring. The complaint of no power was not duplicated during investigation. The pump case was removed and no evidence of moisture or loose components was found inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump there was no power to the pump. It was noted that the battery cap was not able to be removed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.